Manufacturer narrative:
Main investigation conclusion: evaluation of the submitted photos confirmed superficial damage to the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted photos show the tear in the outer jacket, as well as the application of the new rescue tape. The patient is ongoing on heartmate ii left ventricular assist system, (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook include information on how to care and clean the driveline, and to communicate with your hospital contact regarding concern for any equipment. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Heartmate ii patient handbook, rev. C is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous rescue tape application is reported in MFR report #2916596-2019-04730. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a visit to the clinic, a tear in the silicone of the driveline was discovered. This tear was on the driveline distal to the clamshell. A healthcare professional removed the old rescue tape and reapplied the new rescue tape. This tape was tapered to avoid a future bend between the clamshell and driveline.